Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision which occurred on (B)(6) 2017, rep reported that patient had had a prior hip revision (side, cause, surgeon, facility unknown).